Manufacturer narrative:
Results & conclusions - the instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument to have one scissor blade (left grip) detached from and returned with the instrument. The blade fractured at the cross section of the cable crimp with the fracture plane nearly straight. The intact blade exhibits chipping on the blade edge, roughly halfway between the midpoint and tip. No other damage found.

Event description:
It was reported that during a da vinci s hysterectomy procedure, while the instrument was in the patient but not in use, the monopolar curved scissors instrument snapped near the base of the jaw and one piece fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.